Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the catheter had an error message. The procedure was indicated due to atrial fibrillation. The target area was located in the left atrium. A 7 /110 / 2.5 / 8-8 qd med htd blazer® ii xp was selected and advanced to ablate the target area; however, the device was unable to steer. The device was exchanged for another of the same 7 /110 / 2.5 / 8-8 qd med htd blazer® ii xp; however, this device gave an error of "temperature out of range". The procedure was completed with a 3rd blazer catheter. There were no patient complications reported and the patient's status is fine. However, device analysis revealed broken ring #2 adhesive and blood under the adhesive of ring #3.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted that the device has the ring #2 adhesive broken and there is blood under the adhesive of ring 3. The ablation was verified by using the maestro generator and was found within specification. An electrical test was performed and the device was within specifications and no opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).